Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that after multiple battery replacements to clear the low battery and replace battery alarms, the display screen would not progress past the replace battery alarm. It was reported that the battery compartment was cracked, but there was no damage to the battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there were multiple replace battery alarms and low battery warnings observed in the black box history. There was evidence of partially charged batteries being installed multiple times. The battery cap was not returned with the pump and there was no damage observed to the battery compartment. A new test battery cap was able to attach to the pump and maintain power for a 24 duration test. There was no intermittent power duplicated. There was evidence of moisture observed inside the pump when the pump cover was removed. There was no evidence of damage observed to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.